Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to his expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 3-4 times a day and manages his diabetes with novolog insulin (sliding scale). The alleged issue began sometime in (B)(6) 2010. The patient did not specify results obtained from the subject meter. The patient stated his blood glucose usually reads between "90-130 mg/dl." The patient stated he increased his insulin dose (1 unit for "every 25 points over 100 mg/dl") as a result of the alleged issue. At an unspecified time after the start of the alleged issue, the patient claimed he felt low blood glucose symptoms of shaky and confused. The patient took glucose tablets as treatment and felt better shortly after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.